Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the reported tip separation was likely due to inadvertent mishandling prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the 6.5x60mm supera self-expanding stent system (sess) was about to fall; thus the device was grabbed by the tip and the tip separated. The device was not used. There was no patient involvement. Another supera was used to successfully complete the procedure. There was no clinically significant delay in the procedure.